Event description:
It was reported that the patient had a shocking or jolting sensation while their stimulation was on. The patient experienced shocking on (B)(6). A manufacturer representative wiped out the program and reprogrammed the patient¿s system and the shocking resolved. At the time of the reprogramming the patient described the issue as the stimulation being stronger in certain positions. The manufacturer representative was not sure if this issue was related to adaptive stimulation.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 9 77a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 97754, serial# (B)(4), product type: recharger. (B)(4).